Event description:
It was reported that during the procedure, the light beam of the laser fiber stopped working during its 5th use and no green light energy was delivered. The procedure was completed with another fiber. There were no patient complications reported. Analysis of the returned device identified a fractured connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual identified that the fiber was received in one piece. The fiber tip was bent or kinked. Microscopic inspection found that the fiber connector had no light exiting the face. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. The fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The console read that the fiber wad used 15 times. Addition, the fiber tip kinked is likely a procedural handling and procedural conditions of the device during set-up or use contributed to the fiber tip becoming kinked. The instructions for use (IFU) states: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement., care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. And only after preparation and reprocessing - within the limits of maximum 10 application cycles - the light trail reusable laser fiber may be used again. Using the light trail reusable laser fiber beyond the allowed 10 application cycles is not permitted and can lead to unforeseeable risks for patient, operator and laser device".